Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed an alert for low atrial lead pacing impedance and oversensing noise on the atrial lead. No changes or intervention was performed. There were no patient consequences.